Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: cer opt type 1 tpr sleve 0mm. Catalog number: 650-1066. Lot number: 2963360. Medical product: act artic e1 hip brg 28x44mm. Catalog number: ep-200150. Lot number: 764520. Medical product: g7 dual mobility liner 44mm f. Catalog number: 110024464. Lot number: 888750. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the size f dual bearing disassociated from the 28mm head during a dislocation of the hip. A revision was performed to implant a freedom constrained liner. Patient outcome: revision.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. A review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. This device is used for treatment. The reported products were reviewed for compatibility with no issues noted. A review of complaint history identified additional 12 similar complaints about the reported item and no additional complaints about the reported item and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified superolateral dislocation of the left hip arthroplasty the likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed as relevant photographs have not been provided and the product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. Corrective or preventative action is not required. The root cause of the reported event cannot be determined with the information provided. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: the size f dual bearing disassociated from the 28mm head during dislocation of the hip. A revision was performed to implant a freedom constrained liner. Patient outcome: revision.